Event description:
It was reported that the procedure was to treat a calcified lesion in the proximal right coronary artery. The 1.2 x 15 mm mini trek balloon was prepared per the instructions for use, and advanced and some resistance was noted with the vessel. The balloon was positioned at the lesion and attempted to be inflated to nominal pressure; however, the balloon did not inflate. The balloon was removed without issue. A new balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.